Manufacturer narrative:
Manufacturer's investigation conclusion: the report of pump thrombosis could not be confirmed through this evaluation. Multiple requests for additional information regarding this event, including the onset date of this event, were sent to the account; however, no further information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). The heartmate ii lvas instructions for use (IFU) lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This IFU outlines the indications of pump thrombosis, as well as how to respond to such events. In addition, information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range is also provided in this document. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2013. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The event date has been estimated.

Event description:
It was reported that the patient had pump thrombosis.